Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. A needle was observed to be in the jaws of the instrument. Under microscopic inspection, the needle had witness marks on the cones and loading slots. Witness marks from the needle tip impacting the beveled wall were observed on the instrument. Sheering on the toggle switches was also observed. The instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Sheering occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. The IFU states, toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a gastric bypass, the suture and needle came off the device. The device fragment (needle and suture) fell into the patient cavity. However, both the needle and suture were recovered and not left in the patient cavity. To correct this condition: opened another device.

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Should additional information become available, the file will be updated.